Manufacturer narrative:
No product was returned to the manufacturer for device evaluation. A lot number was received, lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
The patient reported they experienced a corneal ulcer in the right (od) eye that required medical treatment. The patient alleges the incident has left permanent scaring and blindness in the eye. The patient has been seen by multiple physicians including their routine eye care provider, emergency medicine, and a corneal specialist. The patient sought emergency medical care for eye pain and was diagnosed with a corneal ulcer. The patient was seen the same day for follow-up medical care where the patient presented with severe epithelial staining and bulbar injection, central corneal ulcer diagnosis was confirmed. The patient was started on tobradex drops, erythromycin ointment and preservative free tears. Patient was seen for follow-up after one week with no improvement, the physician prescribed vigamox in addition the medications already prescribed and performed aerobic culture. The corneal cultures returned positive for pseudomonas aeruginosa, patient was referred to a corneal specialist the following day for continued treatment. The patient was last seen (B)(6) 2020, a sterile scar remained, drops were discontinued. The patient was scheduled for follow-up for (B)(6) 2020 to discuss possible pkp or other visual acuity rehab options. The patient cancelled the appointment and has not yet rescheduled. Good faith efforts have been made to obtain further information on the event and contact information for the treating practitioner without success, additional information is unknown.

Manufacturer narrative:
Lens sample received from user. Seven (7) sealed lenses returned to the manufacturer in unused condition for device analysis. The lenses were evaluated for surface quality and prescription as well as physical properties of base curve, diameter, and center thickness. The lenses were found to be within manufacturing specification, free from any faults or defects. The packaging solution was checked for ph measurement, found to be within expected values. Lot history, device history, sterilization records and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified, no root cause could be established. The relationship between the coopervision device and the event is unconfirmed. See (a2), (b6), (d10), (g7), (h6) for updated information.